Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized due to an inappropriate shock due to oversensing of noise. Review of the stored data and episode in question identified very small r-waves. Noise was reproduced in all vectors when the patient lifted their left arm toward their face. The patient underwent a previous ventricular tachycardia (vt) ablation, and an x-ray comparison was done from original implant and sometime post vt ablation, and the electrode has moved. The electrode was straight and in a good location post original implant. However, the most recent x-ray showed a curve in the proximal portion. It appeared the electrode may be resting over the pectoral muscle, thereby causing the noise during arm movement. A boston scientific technical services consultant recommended re-screening and repositioning the electrode if appropriate for this patient. The patient was subsequently re-screened but failed in all vectors; therefore, defibrillation therapy was programmed off. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e210401. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Evidence suggests the device remains implanted but not in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient was hospitalized due to an inappropriate shock due to oversensing of noise. Review of the stored data and episode in question identified very small r-waves. Noise was reproduced in all vectors when the patient lifted their left arm toward their face. The patient underwent a previous ventricular tachycardia (vt) ablation, and an x-ray comparison was done from original implant and sometime post vt ablation, and the electrode has moved. The electrode was straight and in a good location post original implant. However, the most recent x-ray showed a curve in the proximal portion. It appeared the electrode may be resting over the pectoral muscle, thereby causing the noise during arm movement. A boston scientific technical services consultant recommended re-screening and repositioning the electrode if appropriate for this patient. The patient was subsequently re-screened but failed in all vectors; therefore, defibrillation therapy was programmed off. No additional adverse patient effects were reported.